Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional graftmaster referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure and a perforation occurred in the mid circumflex artery. The 2.8 x 16 mm graftmaster stent delivery system was advanced, but was unable to cross the perforated section. The device was removed with some resistance and a second graftmaster stent delivery system was advanced. This device was also unable to cross the perforated section and was removed with some resistance. Angioplasty was performed, sealing the perforation. No additional information was provided.